Event description:
During a cataract extraction procedure, the phacoemulsification machine rebooted itself after completion of a case. The account elected to cancel remaining cases scheduled for the day due to requesting service on the unit before using the machine. Through follow up, the clinical registered nurse described the event occurred with two of their phacoemulsification units on the same day. There was a couple of minutes delay to use a backup machine to complete procedures. No consequence to the patient, therefore no patient injury reported. This is one of two reports.

Manufacturer narrative:
Patient information was not provided as to no impact or no injury was reported. The categories for outcomes attributed to adverse event. The categories are not applicable to the event as it pertains to a product problem. The phacoemulsification machine was examined and tested at the customer location by an amo field service specialist (fss). The fss checked the power cable to make sure it was secure and found it secured. The fss was not able to duplicate the reported issue of the unit rebooting itself. During inspection of the unit, the fss indicated the original power supply was 100ma dc. The fss proactively replaced the dc power supply with a 300ma. In addition, the fss proactively replaced the hard drive. The surgeon settings were restored due to replacement of hard drive and the fx technology feature was re-activated. When performing the field service checklist, the diathermy power was at low and did not meet amo specifications. The max drive printed circuit board was replaced to resolve the diathermy power. The diathermy issue found did not contribute to the initial reported event. The fss performed a field service checklist. The system was verified for all modes of operations. The system met amo specifications. All pertinent information available to abbott medical optics at this time has been submitted. Placeholder.